Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
1 of 3 reports. Other mfg report numbers: 9680091-2018-00029, 9680091-2018-00030. "Casting systems received over the past month are malfunctioning. The casting systems are going onto different patients. Approximately 7 patients have had additional wounds (diabetic ulcers) created due to casting systems issues, some were required to go to the emergency room to have casts cut off outside of wound center business hours. Approximately 20 casting systems are breaking down at the top of the ankle and front of the foot causing the need for reapplication." Additional information received confirms that 3 patients developed new wounds from the cast, not 7 originally reported. This reports is for a (B)(6) male, the reason for cast was diabetic foot ulcer. The injury is healing slowly.

Manufacturer narrative:
The device was not returned for analysis. Customer reported that 3" tcc ez cast lot 0618028 are breaking down. Batch record for this lot was reviewed and there were no deviations found in the production process or in the finished goods inspection. Retained sample was pulled out for analysis. Full specification testing was done and all parameters were found to be acceptable. Appearance is good. The product was released without any issue. From the investigation, the complaint was not confirmed. Root cause can not be determined as there was no sample received for evaluation and the complaint was not confirmed, however, we feel that this problem occurred due to several factors that affect the performance of the product during the preparation and application. The following factors are critical and has to be taken into consideration: water temperature must be between 70-80of. Cast must be rolled in doughnut shape leaving 5 cm. Unrolled cast then soak in water for 5 seconds with 2 gentle squeezes. Shake the cast to remove excess water. Cast must be rubbed with wet gloves in a vigorous manner. Allow 15-20 minutes drying time before applying the outer boot. We believe that paying close attention with the above notification will further enhance the quality of the product.